Manufacturer narrative:
Additional information was received on the event on(B)(6)2020 providing the patients gender (male) and that the patient fully recovered. The bwi product analysis lab received the device for evaluation on(B)(6)2020 . Device evaluation summary was completed on(B)(6)2020 : it was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient¿s blood pressure decreased at the end of the case. Cardiac tamponade was confirmed by echocardiography. Pericardiocentesis was performed to drain the fluid that had accumulated in the pericardium. The patient was reported in stable condition after pericardial drainage. It is unknown if extended hospitalization was required as a result of the adverse event. The physician commented that the issue might have occurred when using the soundstar eco into the cardiac cavity. The device was visually inspected, and it was found in good normal conditions. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The catheter passed specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000714734.

Manufacturer narrative:
Additional information received on 8/17/2020 on the event. During the procedure, the soundstar catheter was inserted in the heart chamber and ablation was performed under echo by soundstar. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30327870l number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The patient¿s blood pressure decreased at the end of the case. Cardiac tamponade was confirmed by echocardiography. Pericardiocentesis was performed to drain the fluid that had accumulated in the pericardium. The patient was reported in stable condition after pericardial drainage. It is unknown if extended hospitalization was required as a result of the adverse event. The physician commented that the issue might have occurred when using the soundstar eco into the cardiac cavity. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.